Event description:
Pt reported a child being diagnosed with a neurological diagnosis, specifying "sensory processing disorder." Follow-up with diagnosing physician confirmed pt's child was diagnosed with "autism spectrum which includes sensory processing issues" and the physician stated the causality was unk. No indication of treatment or surgical reoperation, device remains implanted. This medwatch is for the left side. See MFR # 9617229-2015-00080 for the right side.

Manufacturer narrative:
UDI # (B)(4) . \. There have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the info is insufficient to draw definitive conclusions.